Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 7.2 cm to 7.5 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the lead exhibited electrical measurement anomalies. During lead revision, insulation damage was observed. The lead was explanted and replaced. The patient was in stable condition post procedure.